Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and MFR operating procedures. A sister graft from the same lot was tested and met all specs. There was no report of device failure at the time of surgery. Despite the lack of explant and the surgeon's decision to use another acell device in the subsequent repair, this report is being filed out of an abundance of caution.

Event description:
Patient had a cystocele repair on (B)(6) 2014 which was reported as having "failed and recurred". The patient had a repair with another acell device on (B)(6) 2015. The prior device was not explanted as it had been incorporated.